Manufacturer narrative:
Additional information: additional information received from the account indicated that the doctor inserted the lens normally like he does every other time. The doctor started to put the lens in and then the patient moved their eye while he was inserting the lens. Lens started to come out of the eye, so he stopped advancing. Got the patient to look the correct way again so he started to advance the lens again. Patient moved again. The lens was half in the eye and half out of the eye and out of the injector. Doctor removed the lens with tissue forceps. He did not want us to try and load it into our injector because he said it looked damaged, so we used a new one. It was confirmed that there was patient contact with the lens, but the lens was not fully delivered. The surgery successfully completed with a different lens (the replacement lens information was not provided). Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 10, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received inside of the original folding carton. No additional materials were received. Visual inspection under magnification revealed that the complaint handpiece was received with the plunge rod fully advanced. The complaint cartridge was received with viscoelastic residue dispersed throughout the length of the cartridge, suggesting that an appropriate amount of ophthalmic viscoelastic device (ovd)/balanced salt solution (bss) was used. The cartridge tip could be observed to have stress marks; however, stress marks are considered within specification for a used cartridge. The lens module was inspected and no marks could be identified that would indicate that the plunger rod advanced improperly. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. No surgical and/or medical interventions reported. The patient outcome and if there was any injury are unknown. The complaint issue "delivery issue" was not confirmed during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified, and the reported issue could not be verified. Corrected data: based on the additional information received form the account indicating that the patient moved their eye while the doctor was inserting the lens, as the delivery issue was due to patient movement and the physician was able to prevent delivery of the lens which was not associated with a product deficiency issue; therefore, the event is no longer meets the reportable criteria and no further information will be provided under this manufacturer report number 3012236936-2023-02448. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6), 2023. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during procedure the monofocal intraocular lens (iol) came out of inserter. No further information was provided.